Event description:
The pt underwent an interventional procedure with anticoagulation. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The procedure advanced without incident, resulting in an absolutely dry closure. A lidocaine/epinephrine mixture had been used in the subcutaneous tract to assist in hemostasis. The pt was instructed to cough and move his leg on the table. Hemostasis held with no signs of bleeding/hematoma. The pt was transferred to his unit. Forty-five mins after closure, the pt became nauseated and complained of difficulty breathing. He became quite restless and struggled to sit up in bed. A nurse turned the pt onto his side. On turning him back again, a small amount of frank bleeding was noted at the arteriotomy access site, as well as a very large hematoma. A femstop was placed in an attempt to contain the hematoma. The pt's heart rate and blood pressure remained stable throughout. The pt was given versed, which eliminated the nausea, restlessness and trouble breathing. The pt was taken for surgical evacuation of the hematoma. The vascular surgeon stitched the arteriotomy. The pt received a transfusion of four units of blood the next morning, but did fine following surgery. The vascular surgeon noted nothing unusual about the size or shape of the arteriotomy, but was unable to find suture at the site.